Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred.